Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shock therapy for atrial tachycardia that conducted to the ventricles. The patient's heart rate was in the fast ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. One of these shocks for the atrial tachycardia led to vf, and an appropriate shock successfully terminated the vf. During these episodes, the patient had one episode of short syncope. The medical personnel did not believe it was the result of device programming. The patient was hospitalized, meds were changed and therapy was optimized for the patient. The new programming changes were to optimize therapy for the patient. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.